Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer was able to complete the rewind sequence. The customer was in a car accident on (B)(6) 2015 and had some pain. Customer was admitted to the hospital on (B)(6) 2015 due to the car accident and not because of insulin pump issues. Customer's blood glucose was running high. The customer was taken off the insulin pump. Customer's blood glucose level was 6.2 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.